Manufacturer narrative:
Additional information has been provided in d6b. Patient-device interaction/thromboembolism: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically in the right axillary/subclavian artery in a 51-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), an echocardiogram showed a mural thrombus in the left ventricle (lv). The post-procedure outcome is unknown. While on support, the device functioned as intended at p-7 at 4.2l/min with d5w sodium bicarbonate in the purge solution. Thrombus (thrombosis) can occur due to inadequate anticoagulation.